Event description:
It was reported that the gynecologic laparoscope displayed a green image. The event occurred during a therapeutic laparoscopic cholecystectomy procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit (r-unit) is broken, the fiber bonding in the outer tube area (distal end) is damaged, and the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit (r-unit) is broken and therefore the image is green. The cause of the additional findings was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.